Manufacturer narrative:
The embolization material was not returned for analysis as it was consumed in the procedure. The patient's baseline status consisted of intracranial hemorrhage and neurological issues. Neurological deterioration post embolic embolization procedure is a known inherent risk of the procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event which also consisted of the patient's underlining medical condition/ disease. The UDI does not exist as the lot number provided is a subassembly and not a final kit. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that 4 days post successful embolization of 3 distal right superior cerebral artery aneurysms and arteriovenous malformation (avm), the patient suffered a stroke. The stroke was reported to have occurred within the catheterized vessel and was reported to have been severe. The patient received standard medical care in the intensive care unit for this event. The event was reported to have been disease related and resolved with sequelae (ataxia). Hydrocephalus post intervention was also reported. This event was also disease related and resolved with sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.